Event description:
It was reported that the patient had difficulty charging the ipg as it was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.